Manufacturer narrative:
The insulin pump functioned properly during rewind and basic occlusion, occlusion, prime, the excessive no delivery and displacement test. The pump was received with minor scratched display window, cracked case at display window corners, cracked on reservoir tube lip, cracked reservoir tube window, cracked reservoir tub window corners, and cracked on battery tube threads and missing end cap sticker. No cracked on display window was noted.

Event description:
The customer reported via phone call of low blood glucose readings and a crack on the insulin pump. The customer's blood glucose reading was 41 mg/dl. The customer stated that the damage on the pump was not caused by a vehicular accident. The customer stated that the reservoir and infusion set did not show signs of damage. The customer stated that the damage is on the reservoir top casing above the screen. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.